Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a "bluish discoloration of fingertips" since implantable pulse generator (ipg) was replaced. It was suggested that the patient had developed hypoxia caused by either an arrhythmia or a possible device malfunction. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.